Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 73-year-old male was attempted to be implanted with a impella cp device. Prior to the securement of the impella cp, the patient moved their leg aggressively, which caused the sheath to be pulled out about four inches and the impella came back across the aortic valve. The impella was unable to be repositioned from pap prior to weaning from the bypass. During the attempt, the impella bounced back across aortic valve (ao). The decision was made to remove the impella and surgically repair the right femoral artery (rfa). It was noted that the high stick and angle of entry to be greater than 45 degrees. Patient required 3 rounds of epinephrine and 3 rounds of levophed upon arrival to cardiovascular intensive care unit (cvicu).